Event description:
It was reported that during a pump replacement procedure, the physician was unable to aspirate the catheter. The pump was filled with saline and programmed to minimum rate mode. The drug, morphine, was still in the catheter (total catheter volume: 0.207 milliliters (ml)) and at minimum rate mode it would clear in 34.5 days. The patient was to have a refill at a later unknown date. No patient symptoms were reported. It was further reported that the catheter issue location was unknown and surgical intervention with replacement had occurred. This replacement referred to only pump replacement as it was later confirmed that the catheter was not revised and there was no plan at this time. However, if issues occurred ¿down the road¿ with the catheter it may then be addressed at that time. It was unknown if other actions or interventions were taken as a result of the catheter issue. The current patient status was not known as this patient had not been seen by the reporting physician since the reported replacement performed by a different physician. Should additional information be received a supplemental report will be filed. (See (B)(4)) which captures the previous device at eos).

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j89063956, implanted: (B)(6) 1990, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).